Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that a patient was on mechanical ventilation after surgery. The x-ray showed the tube was in the correct location. However, it was noticed that the volume became intermittent and there was gurgling around the tube. The physician removed the tube. The procedure was performed properly. Saturation 93% with nebulization. "The tube was observed and it was noticed that the insufflation valve was damaged. It did not close perfect and allowed leaking." There was no patient harm.